Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she currently had a blood glucose level of 538 mg/dl. Customer stated that she suspended the insulin pump, unscrewed the attachment, and noticed fluid. Blood glucose level at the time of the incident was 405 mg/dl. The customer also reported that she had been waking up with a blood glucose level of 45 mg/dl in the mornings. The insulin pump was not replaced or returned for analysis.